Event description:
The endostitch device was loaded with ease by experienced scrub nurse tech. Surgeon placed device in abdomen and immediately noticed that the device was not working as it would not toggle the needle as it should. Device was removed immediately (not used on patient for active suture) and given to scrub tech. Scrub tech tried removing needle and it broke in half, away from the patient. Please use caution as half of the device remains in the device.